Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address broken aml stem and loosening at the bone to implant interface. It was also indicated that the stem fractured and a new stem and head were implanted. A new poly was inserted as well. Doi: unknown; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> cw4a61000. Device history review ==> no deviations or anomalies were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 24 jan 2019. Pinnacle litigation records received. Litigation alleges that the patient experienced pain, weakness, discomfort, suffering, popping in her left femur, periprosthetic femur fracture, injury, partial or complete loss of mobility and loss of range of motion. The patient previously had a head and liner revision under (B)(4). The stem was not revised at that time. Part and lot numbers for the stem were available on (B)(4). Added lawyer and law firm, additional patient codes, doi, corrected part number for the stem and added lot number for the stem. Doi: (B)(6) 2013 - dor: (B)(6) 2018 (left hip). This complaint was updated on 04 feb 2019.